Event description:
Four pts with discrepant sodium results. Pt 1, initial result 131 mmol/l, repeated twice gave 139 (different methodology) and 137 mmol/l. Pt 2, initial result 133 mmol/l, repeated three times gave 138 (different methodology), 139 and 138 mmol/l. Pt 3, initial result of 131 mmol/l, repeated twice gave 140 (different methodology) and 137 mmol/l. Pt 4, initial result 133 mmol/l, repeated twice gave 139 (different methodology) and 138 mmol/l. Erroneous results were not reported. User performed recommended maintenance and troubleshooting which included electrode etching and ise tubing conditioning that resolved the issue.